Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the doctor attempted to fire the first device (lot # y4409f) on the broad ligament and it would not fire. The surgeon had a second instrument opened and noticed that not all the staples came out of the cartridge. A third device was opened and fired without incident. No pt consequence reported.